Event description:
Information was received from a healthcare provider on 2017-sep-26 regarding a patient receiving lioresal (500mcg/ml at 235mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient experienced abdominal swelling 2 weeks ago (relative to the date of report). The patient had reportedly missed a refill on an unspecified date, and an empty reservoir occurred on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that patient was hospitalized for gastro intestinal (gi) bleed. Due to abdominal swelling, decision was made to postpone refill until clinical condition was stabilized. Due to ongoing infection, gi issues and hand off miscommunication, pump was not refilled until the day of critical alarm on (B)(6) 2017. At the time of this report, the empty pump issue had been resolved, pump appeared to be controlling her tone effectively. Cause of the abdominal swelling was related to her known history of ulcerative colitis and also diagnosed with urosepsis on admission. Exacerbation occurred with flooding of her residence and evacuation secondary to hurricane harvey. The patient had now undergone total abdominal colectomy with end ileostomy on (B)(6) 2017. Patient was still hospitalized-per notes, the issue had been resolved. The weight of the patient was (B)(6)kg on (B)(6) 2017. No further complications were reported.